Event description:
Product was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned device for alleged high blood glucose, no communication with sensor, and possible under delivery anomaly found on october 12, 2022. The device passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. No unexpected motor alarms noted during testing. Pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files on the event date. Pump delivered 31.4u of bolus on october 12, 2022. The sensor and transmitter were able to connect and calibrate with the device successfully. No sensor anomalies were noted during testing. Pump was cut open for visual inspection and found moisture damage on electric board. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay. Possible under delivery not confirmed in the history files or during testing. Exposed to moisture confirmed on electric board. Device passed full drive test. Unable to confirm high blood. Sensor and transmitter connected and calibrated to the pump successfully and no sensor anomalies were noted during analysis. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer had hyperglycemia and insulin under delivery. Blood glucose values was 500 mg/dl. Troubleshooting was not performed. Customer was using the insulin pump with the auto mode/smart guard feature active at time of reported event and customer was using the insulin pump since past 48 hours of reported event are unknown. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device.